Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set which led to blockage is located at the site. The patient was alerted by alarm 2 followed by alarm 26. The symptoms were noticed 3 or more hours after insertion in the abdomen. The site of insertion was regularly rotated by the patient. Patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.